Event description:
An x-ray confirmed that both leads were dislodged due to twiddler's syndrome. The leads were repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.